Event description:
It was reported that, "offset adapter trial and femoral trial locked into place and could not be dislodged. When using appropriate counter wrench to disassemble, tip of wrench broke off."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2009-00177.